Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer stylus and cursor did not align on screen and were unable to be calibrated. It was indicated that the connection between the printed circuit board (pcb) and overlay required cleaning and reseating. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to calibrate. The programmer was returned for service. There was no patient involvement.